Manufacturer narrative:
Customer reported that a pyxis medstation es system experienced multiple drawer malfunctions. Customer reported seeing smoke coming from a pocket of one of the failed drawers. Customer reported that there was no patient or user harm. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and discovered that a short circuit occurred affecting several pockets within the drawer. The field service technician stated seeing a very faint amount of smoke but a strong burning smell coming from the station. He noted seeing burned marks on the back of the pocket tray. The field service technician removed a single row of pockets and replaced two pocket trays. The pockets were tested in hardware application and determined to be operational.

Event description:
Customer reported that a pyxis medstation es system experienced multiple drawer malfunctions. Customer reported seeing smoke coming from a pocket of one of the failed drawers. Customer reported that there was no patient or user harm.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g1, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-may-2020 to 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the short circuit resulted in the failure of the drawer. The field service engineer replaced two cubie trays due to electrical short to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer 3 and 4 failed and staff were not unable to recover. The customer stated that smoke was seen in drawer 4 row d of the cubie. There were no adverse events or injuries reported based on this event.